Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem (cat# 300-01-11 / serial# (B)(6)), equinoxe replicator (cat# 300-10-15 / serial# (B)(6)), equinoxe, humeral head (cat# 310-01-44 / serial# (B)(6)), "equinoxe" square torque (cat# 300-20-02 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial left tsa, the surgeon informed sales rep that he required to carry out a revision on a female patient with a loose primary glenoid implant. The day of the revision surgery, all the primary implants were removed and replaced with reverse implants. Patient was revised to exactech devices. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received; however, sales rep was unable to obtain x-rays. The devices are not available for evaluation as per hospital policy not to sterilize implants for return.

Manufacturer narrative:
(H6) component code: 4756, appropriate term/code not available; health effect clinical code: 4581, appropriate term / code not available; 1924, failure of implant; 4581, appropriate term / code not available; 1924, failure of implant.

Manufacturer narrative:
(H3) the revision reported is most likely the result of biologic or mechanical loosening between the glenoid implant and bone. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - glenoid¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.